Event description:
It was reported that when using the bd pyxis¿ medbank tower aux, the medication was not showing on list, when the user was trying to pull up. The customer reported that the issue occurred when the user was trying to issue medications to a patient. There were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device of this incident it was determined that the unable to pull medications from the system. A technical support specialist tss found that item identifier 101223 was stocked in the cabinet but it did not match what was on the patient profile causing it not to appear. The system functioned as intended after the technical support specialist troubleshot the device.